Manufacturer narrative:
Event summary: visual inspection of the mapping catheter, 990063-020/ 214317217, showed the shaft was kinked and bent in the middle of the shaft, which could be the cause of the mapping catheter not being controlled. In conclusion, the reported issue (mapping catheter shaft severe bend, steerability) was confirmed through testing. The mapping catheter failed the returned product inspection due to shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not be controlled. Upon removing the mapping catheter, it was then observed that there was a severe bend of the mapping catheter. The catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.